Event description:
Additional information was received from the radiographer that the patient returned for a repeat successful biopsy and that the repaired system was working without issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure using an atec unit, "the patient bled profusely and the blood loss filled the canister and traveled back up the tubing." It was reported that, "the patient had a hematoma and bled while they were doing the biopsy, which in turn filled the atec suros canister and tubing with blood." Additional information indicated that the procedure was abandoned and has been rescheduled depending on the histology result. The hematoma was managed by the nursing team according to their directives "(i.e. Pressure dressing and ice pack etc.). A field engineer was dispatched to the site and replaced the filter and the system was working as intended.